Event description:
It was reported that the patient's pump flipped and while the hcp was correcting the pump position, the catheter disconnected and may have been sheared. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates dilaudid. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.